Event description:
The asset ultrasonic gastro-videoscope was returned to the service center for evaluation. There was no reported allegation of a malfunction associated with the device and there was no patient harm or involvement reported. Upon inspection and testing, the unit was found to have an adhesive malfunction as the light guide adhesive at the distal end cover was observed to be peeled off due to impact.

Manufacturer narrative:
The evaluation of the asset scope observed the light guide adhesive at the distal end cover was peeled off due to stress/impact; the scope passed the water leak test. The scope was repaired and returned to asset stock. The asset was last serviced on december 21, 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The (B)(4) performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The repair history for the referenced scope was reviewed and there was no similar repair event. The investigation was completed by the (B)(4) and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the (B)(4) for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. Based on the service/repair evaluation the reported peeled off/missing adhesive at the distal end cover potentially occurred because external force was applied to the distal end. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The (B)(4) will continue to monitor complaints for this device.